Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report#1627487-2018-06144; reference MFR. Report#1627487-2018-06152. It was reported that the system was explanted due to lack of efficacy. It is unknown if the entire system was explanted so all the devices are reported. The explant date is unknown at this time.